Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample missing from tray.

Event description:
Name of the procedure: l4/5 plif. During the procedure whilst attaching the distraction posts to the pedicle screws, it was noticed that the exp verse dist slv cntr torq tube was not on the new sri verse distraction trays. This missing instrument enables the surgeon to lock the polyaxial pedicle screw into a monoaxial screw for parallel distraction during interbody work. The rep suggested they utilize the verse derotation device, but this didn't work. He then suggested using a quick stick, but this unfortunately led to a screw pullout. To manage the problem, larger diameter pedicle screw was inserted and the interbody work was done without parallel distraction. Case delayed by 10 minutes. No adverse event to the patient. This case is not being reported by the customer, but (B)(6) employee. All available information has been provided as part of this report; no further information will be forthcoming.